Manufacturer narrative:
(B)(4).

Event description:
It was reported there was no stimulation sensation. The pt felt stimulation in the morning and then stopped feeling it later the same day. The battery was 3/4 full battery charge, and there was no known accident or incident related to the event. The pt had also felt surges "off and on" since the device was implanted. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.